Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 06-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ("abdominal pain in both iliac fossae") in a (B)(6) female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (planned removal). Essure treatment was not changed. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: related by consumer. Essure will be removed (exploratory laparotomy and bilateral salpingectomy with removal of devices). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("abdominal pain in both iliac fossae") in a 45-year-old female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned removal). Essure treatment was not changed. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: related by consumer. Essure will be removed (exploratory laparotomy and bilateral salpingectomy with removal of devices). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.